Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 1245 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient presented to the emergency department on (B)(6) 2019 with the critical alarm sounding. No patient symptoms were reported. The pump was interrogated, the logs were read, and it was determined that the pump had stalled. The patient was admitted to the hospital and placed on oral medications. The pump was replaced on (B)(6) 2019. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication; stall due to shaft bearing; miscellaneous -failed lab dispense test; above spec. If information is provided in the future, a supplemental report will be issued.